Event description:
The user facility reported a 76 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the catheter built up excessive torque while manipulating into the ventricle causing an ¿impella defective¿. The pump had to be replaced. No patient harm was reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. The pump and the data logs were returned for evaluation. Data logs showed the "impella defective" alarm triggered immediately when attempting to start the pump. The pump failed to activate as all pump performance metrics remained at 0. The pump failed to be recognized when connected to an aic. Inspection of the pump revealed the bond between the patient cable and the kink protector had failed, as the patient cable was able to freely rotate and translate relative to the kink protector. Within the red handle, all wires between the patient cable and pcb were tightly wound around each other. Electrical resistance testing revealed an open line in the sda connection (yellow wire). Further inspection confirmed there was considerable damage to the sda wire due to the twisting. In conclusion, it was determined that the cause of the pump's failure to start was an open electrical line due to the failure of the bond between the patient cable and kink protector. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.